Event description:
(B)(4) sister called (B)(6) 2019 to report her brother died (B)(6) 2019 on the age of 33 -cause of death: hypo -pump is possession since 2016 -patient died at home, in bed, probably wearing pump. -did not have cgm -he lived alone -he had a party with his family on saturday -he left with his mother, from there on he went home alone -the day after they could not reach him. A friend who lives in the building called an ambulance -he already passed away at that time. -doctor came and made up his death report, he died due to a hypo in his sleep. -no bg available -sister checked his pump his last bolus was given at 21.00h the evening before. -no further details available. -sister does not have access to his carelink account. I will sent out a taxi to pick up his pump. (B)(6) vg input date: (B)(6) 2019 warranty start: 01/21/2016 warranty end: 01/20/2020 batch - (B)(4).

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0958-2020. (B)(4). S/w 2.9d. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08750 inches. Unit uploaded properly using carelink. Unit had minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, missing serial number label, faded end cap address label, keypad overlay texture damage, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer. Data analysis: the formatted history file lists data from 01/23/2016 to 10/23/2019, and on 11/11/2019. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."